Event description:
(B)(4).according to the information received, a patient felt burnings and scrotum irritation. The inflammatory reaction appeared 24/48 hours after the first use and this problem led to a change in catheters.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. If additional information becomes available a follow-up report will be submitted.